Event description:
Boston scientific received information in (B)(6) 2012 that this local representative was contacted by boston scientific's technical services (ts) and was informed that this device had triggered a fault code#1003 (voltage too low for projected remaining capacity). The fault code was identified during a quality review conducted by boston scientific and had been detected by the patient's monitoring system in (B)(6) 2012. The issue was discussed with the local representative with a recommendation to contact the clinic who had already reviewed the data back in (B)(6) 2012. Because the device has remained in-service, the local representative should discuss device replacement with the clinic. Ts contacted the clinic and explained that the fault code is an "indicator" that the device's battery is prematurely depleting with a recommendation for replacement. The clinic was planning to contact the patient to perform a patient initiated interrogation (pii). The local representative was planning to call the clinic to inquire about the action plans for this patient.

Manufacturer narrative:
The available information suggests that the device remains in-service at this time. The investigation of this event is on-going as a request has been made to the local representative.

Event description:
In (B)(6) 2013, the local representative had been contacted by the clinic and was informed about the yellow alert that had occurred back in 2012. According to the local representative, the patient has not been seen by the clinic since 2011. The clinic nurse has attempted to follow-up with the patient, but has not been able to get a response.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.